Manufacturer narrative:
Device analysis summary: visual analysis of the product indicates a crack is observed at the 3 mm luer lock level. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 8. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra plus xc became defective, noting "the product came out between the needle and luer lock.¿ patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.